Event description:
It was reported that during an anterior resection procedure, surgeon made several attempts to attach anvil head to shaft of cdh. However, this was not possible as anvil head would not attach to integral spike of cdh shaft. Delay in procedure of approximately 30 minutes. No patient consequence. Used another gun to complete procedure. (B)(6).

Event description:
Reportedly, the l3 measurement drifted 10mm/hg out of spec (confirmed via trucal simulator & tubing set). The following information has been received from the doctor: "I picked this fault up in cardiac theatre. There was no known fault in the cable prior to use. The cable was attached to a transducer monitoring central venous pressure (cvp). As the case progressed the cvp appeared to rise to quite high levels with no obvious cause. I checked the zero on the line and found that it read '-10'; I then re-zero'ed the transducer and initially, it worked ok but within another ten minutes, it had drifted again to -10. I moved the cable onto another transducer that had been working fine (attached to the arterial line) and the exact same fault occurred again. I also used a different 'tram' module that the cable plugs into and again confirmed the fault to be in the lead itself not in anything attached either at the patient or monitoring end.¿.

Manufacturer narrative:
Evaluation summary: device sent to 3rd party supplier integral process for evaluation. Per integral process - testing presents a resistance value defect of cable, however we have noticed that the returned cable was 4 years' old when used at cutomers' site. If IFU does not specify lifetime of such cable, as it closely depends of frequency of use and conditions of maintenance, maximum average time of cable use of that category recommended by (B) (4) standards is 3 years. Taking into account testing results vs. Aging of cable, integral process lead to the conclusion that a preventive action with fast trade-in action is strongly recommended, average if not written.